Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), lot: 7084312.

Event description:
It was reported that the patient experienced better pain relief after the spinal cord stimulation trial procedure than the permanent implant procedure. Therefore, the patient underwent a lead revision procedure where the leads were repositioned about one vertebra toward the caudal side. The patient was doing well postoperatively with better stimulation coverage. The devices remain implanted in the patient.